Manufacturer narrative:
Device evaluation the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. This file was created in response to the attached pmcf study. Manufacturing records prior to distribution, all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label it should be noted that the instructions for use (ifu0058) lists the following as a potential adverse event: ¿restenosis of the stented artery¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined from the available information. A possible root cause can be attributed to device and to patient pre-existing/underlying conditions. From the study it is known that the patients had pre-existing conditions of, diabetes mellitus, hyperlipidemia, vascular condition (hypertension, peripheral arterial disease, peripheral venous disease, thromboembolic event). As per medical advisor input ¿occlusion¿ is covered by ¿restenosis of the stented artery¿ in the IFU. In fact, ¿restenosis of the stented artery¿ is more suitable to this complaint.¿ confirmation of complaint complaint is confirmed based on customer and/or rep testimony. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the customer, on (B)(6) 2024, the patient had a stent occlusion requiring intervention which requiring surgical intervention of bypass. The study lesion was successfully bypassed. Confirmed quantity, 01 device was confirmed used. According to the initial reporter, the vascular occlusion begins at the level of the stent so that a relationship to the study procedure is possible. Investigation findings conclude that a definitive root cause could not be determined. A possible root cause can be attributed to device and to patient pre-existing/underlying conditions. As per medical advisor input ¿occlusion¿ is covered by ¿restenosis of the stented artery¿ in the IFU. In fact, ¿restenosis of the stented artery¿ is more suitable to this complaint.¿ complaints of this nature will continue to be monitored for similar events. Complaint is confirmed based on customer and/or rep testimony.

Event description:
A supplemental report is being submitted due to completion of the investigation on 05-sep-2025.

Event description:
Date of procedure: (B)(6) 2024 (study limb left). Superficial femoral lesion, de novo, patent, 4-4.9mm 6 french guiding catheter. On (B)(6) 2024, the patient had a stent occlusion requiring intervention which requiring surgical intervention of bypass. The study lesion was successfully bypassed. Site related possibly related to the study device (as specified above) site related as possibly related to study procedure: ¿the vascular occlusion begins at the level of the stent so that a relationship to the study procedure is possible. Site related this event as related to advancing peripheral artery disease.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.